Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. Based on the description of event and since product was not returned it has not been possible to determine the root cause of this event. However, it might have related problems with the captor valve iris or the silicone discs. Internal actions were implemented and this specific device was manufactured before implementation. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2014, a (B)(6) female patient underwent dissecting thoracic aortic aneurysm repair with left fa approach. Diameter of the access route was 9.0 mm. The patient was not suitable for the stent graft placement though, the procedure was conducted in the judgment of supervisory doctor. Heparinized saline was injected from the stopcock to remove air during preparation, but it leaked between grey positioner and hemostatic valve, which made air removal fail. When the physician closed the valve though grey positioner was still inserted, air could be removed eventually with difficulty. Therefore, he decided to use the device on the patient. Deployment of the stent graft was conducted with the valve open, and no leakage was observed during the process. However, after removing the grey positioner, blood leakage from the valve was confirmed although the valve was closed. The same event occurred on zteg-2pt-38-152-pf/ (B)(4) during the same procedure ((B)(4)). The flexor sheath was removed to be replaced with the same-sized another one (details not provided) in relation to the leakage for the second device either zteg-2pt-32-160-pf or zteg-2pt-38-152-pf. For the first device, no additional action was performed particularly. The second device was inserted after removing the first device. Patient outcome: the patient had a favorable outcome.